Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1:(B)(6).

Event description:
It was reported the deflectable videoscope had a black out which occurred for 2-3 hours and displayed an error message e226: scope communication error. The system was restored immediately, however the still image capture assigned to switch button number 3 on the videoscope did not work. The issue occurred during therapeutic laparoscopic esophageal fissure and anus procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The still image and error code were both present. Additionally, it was discovered that the adhesive around the objective lens was peeling. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the error code was caused by dust, stain, or foreign material attaching to the electrical contacts of the video connector, or an insufficient connection, that caused a temporary deterioration in the electrical connection with the system. As for the still image failure, there is a possibility that a water leak from the light guide connector allowed moisture to get inside and cause a deterioration in the electrical connection, adversely affecting the image signal output and making it unstable. Olympus will continue to monitor the field performance of this device.